Event description:
Boston scientific received information that this left ventricular (lv) lead had a high pacing threshold measurement and had dislodged. An x-ray was performed, and a dislodgement was confirmed. The lead had moved out of the coronary sinus and was in the right ventricle. Occasional loss of capture was also noted at the maximum output voltage. The physician was dissatisfied with the lead performance. No adverse patient effects were reported. A revision procedure was scheduled.

Manufacturer narrative:
This report will be updated once additional information becomes available.

Manufacturer narrative:
A revision procedure was performed and the lead was repositioned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.